Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds. The rv his lead was initially turned off but was turned back on and reprogrammed. The rv his lead remains in use. No patient complications have been reported as a result of this event.